Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's pulse generator was found in backup operation. On (B)(6) 2018, the device was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of backup operation was confirmed. Final analysis found the device in backup operation due to code corruption from an undetermined source. The device exhibited normal functionality after installing a new battery.